Manufacturer narrative:
H3. Product analysis # (B)(4):equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): the echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened echelon-10 micro catheter. The axium implant coils used during the event were not returned. Visual inspection/damage location details: the echelon-10 total length was measured to be ~155.2cm. The echelon-10 useable length was measured to be ~147.7cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub. The catheter body was found to be kinked at ~41.2cm from distal tip. The distal tip was found to have a puncture at proximal end of distal marker band. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed; water exited from puncture and the distal tip. One in house silver speed-14 guidewire was able to pass through the echelon-10 micro catheter hub and subsequently through the inner lumen; however, exited the puncture. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. It is likely the damages found with the returned echelon-10 micro catheter body could have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The root cause could not be determined. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per axium implant coil IFU (instructions for use): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coils. The root cause could not be determined. **this event is reported at this time based on analysis findings which indicated a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the echelon catheter encountered resistance in the distal section. The patient was undergoing treatment for coil embolization of aneurysm. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery, with 8mm diameter. It was reported that during an aneurysm embolization procedure, the surgeon selected the 145-5091-150 as the embolization microcatheter. After positioning the microcatheter, the first coil, qc-4-12-3d, was chosen. However, during delivery, the coil could not be advanced out of the microcatheter despite multiple attempts. The microcatheter was replaced with a new 145-5091-150, allowing the coil to be successfully delivered. The subsequent procedure was completed smoothly. The reported device and any accessory devices were prepared ad flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported that the cause of the resistance was not determined. The coil had come out of the introducer sheath smoothly. There was no kink/damage observed to the coil or catheter. The patient was undergoing treatment for an aneurysm located in the c6 segment. The size was 4.2mm*3.8mm.